Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the variable pump power and flow, however, a root cause could not be conclusively determined through this evaluation. A correlation between the device and the reported ldh elevation, inflow thrombus, bleeding and outcome could not be conclusively determined through this evaluation. The hmii IFU explains all pump parameters including power, flow and pulsatility index. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow or physiological demand can affect pump power. Thrombus, hemolysis, bleeding are listed as adverse events that may be associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was seen in clinic for heart failure symptoms. Power and flows appeared to be elevated. Log file analysis observed the power and flow elevations which were associated with a drop in average pi. The patient's lactate dehydrogenase (ldh) was elevated at 1334 u/l, creatinine was elevated, and there was 2+ blood in the urine. It appeared the patient may have had thrombus in the left ventricle on the inflow cannula. It was later reported that the patient expired on (B)(6) 2019 due to pump thrombosis. The device was not explanted. No additional information was provided.